Event description:
Mw5147688 reported that on (B)(6) 2018 a patient underwent a spinal fusion procedure for treatment of scoliosis on what is believed to be t3 to s1 and the surgery was completed without issue. (Incident 1: (B)(4)) in (B)(6) of 2018 the patient began to experience extreme stomach pain with a high fever. The patient was admitted to the hospital and required a revision surgery to debride the wound and was subsequently prescribed antibiotics. The origin and type of the infection is unknown. (Incident 2: (B)(4)) in (B)(6) of 2022 the patient experienced a large lump at the location of the index surgical scar tissue. An additional revision surgery occurred to again debride the wound and patient was again prescribed antibiotics. The origin and type of the infection is unknown.

Manufacturer narrative:
There was no product returned for evaluation, no lab reports or images were provided confirming the alleged complaint. The patient¿s bone quality and whether the experienced fusion is unknown. The type of infection, origin and treatment medication is unknown. No material or lot code information was provided so a review of the manufacturing history could not be performed. Nuvasive non-sterile implants and instrumentation are cleaned and processed by the end user and sterilization records were not provided. While a definitive root cause cannot be determined post operative infection is a known complication of spinal surgery and likely the result of environmental contamination, insufficient sterilization of devices and or the patient reaction to foreign implanted materials. No additional investigation can be completed at this time. Label review: "potential adverse events and complications. As with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection. Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. Pre-operative warnings: care should be used in the handling and storage of the reline implants. The implants should not be scratched or damaged. Implants and instruments should be protected during storage and from corrosive environments. For sterile implants: assure highly aseptic surgical conditions, and use aseptic technique when removing the reline implant from its packaging. Inspect the implant and packaging for signs of damage, including scratched or damaged devices or damage to the sterile barrier. Do not use the reline implants if there is any evidence of damage. 4. Refer to cleaning and sterilization instructions below for all non-sterile parts. Post-operative warnings; during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques. Packaging: packages for each of the components should be intact upon receipt. Devices should be carefully examined for completeness, and for lack of damage, prior to use. Damaged packages or products should not be used, and should be returned to nuvasive. The instruments and implants of the system may be supplied as either sterile or non-sterile. All implants provided non-sterile are single use and should be sterilized per instructions provided below. Instruments provided non-sterile can be single-use or reusable. Discard single-use instruments after use. Reusable instruments should be reprocessed using instructions provided below. All implants and instruments provided sterile are intended for single use only. Do not use if package is opened or damaged. This product should not be re-sterilized. Discard single-use instruments after use. Handling of the sterile implant: before removing the implants from the package, make sure that the protective packaging is unopened and undamaged. If the packaging is damaged, the implants have to be considered as non-sterile and may not be used. Upon removal from the package, compare the descriptions on the label with the package contents (product number and size) note the sterile expiry date. Implants with elapsed sterile expiry dates have to be considered as non-sterile. Take particular care that aseptic integrity is assured during removal of the implant from the inner packaging. Open the packages carefully. Take suitable measures to ensure that the implant does not come into contact with objects that could damage its surfaces. Use only the recommended instruments for implantation of the implants. Damaged implants must not be used. Cleaning and decontamination: all non-sterile instruments must first be thoroughly cleaned using the validated methods prescribed in the nuvasive cleaning and sterilization instructions (doc # (B)(4)) before sterilization and introduction into a sterile surgical field. Contaminated instruments should be wiped clean of visible soil at the point of use, prior to transfer to a central processing unit for cleaning and sterilization. The validated cleaning methods include both manual and automated cleaning. Visually inspect the instruments following performance of the cleaning instructions to ensure there is no visual contamination of the instruments prior to proceeding with sterilization. If possible contamination is present at visual inspection, repeat the cleaning steps. Contaminated instruments should not be used, and should be returned to nuvasive. Contact your local representative or nuvasive directly for any additional information related to cleaning of nuvasive surgical instruments. Sterilization: all non-sterile instruments and implants are sterilizable by steam autoclave using standard hospital practices, in addition to nuvasive¿ s validated parameters. In a properly functioning and calibrated steam sterilizer, effective sterilization may be achieved using the parameters prescribed in the nuvasive cleaning and sterilization instructions (doc #(B)(4))." H3 other text : device remained in situ.